Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (b)(6) 2026. On the same day, the patient called stating that he had been having trouble with his sensors and reported that three sensor wire broke off in the skin, requiring a hospital visit for removal, and that the sites also bled. He reported that the first sensor was inserted on (b)(6) 2026. The following day ((b)(6)), the sensor fell off, and he noticed the wire was missing. He stated the site became red and swollen. The patient later found out the wire was still in the arm. After the first sensor fell off, the patient inserted a second sensor in a different location on the arm on the same day, (b)(6). He stated the site immediately began bleeding heavily and "gushing blood like crazy" and the sensor had to be replaced. Then, he inserted a third sensor on the same day after replacing the second sensor ((b)(6)). The patient stated that the needle broke off in the arm again. He later went to the Emergency Room (ER) at approximately 9:30 PM. He went alone and said that HCP used an X-ray to locate the retained wire fragments, made small incisions, and removed three needle fragments from the arm. The patient stated that no additional treatment was provided and he returned home between 11:30 PM and 12:00 AM. He stated visible scars remained from the procedure. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.